Event description:
The technician alleged that the brakes would set but not hold. No patient impact.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.